Event description:
According to the reporter, during procedure, on greater momentum, the device had no seal (no evidence of energy delivery and end tones heard) and there was bleeding. Two or three good seals took place before the issue occurred, and the jaws were cleaned every time.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, on greater omentum, the device had no seal (no evidence of energy delivery and end tones heard) and there was bleeding but not appreciable. Blood transfusion was not necessary. There was no re-grasp alert. 2 or 3 good seals took place before the issue occurred, and the jaws were cleaned every time. Laparoscopic clips were used during the surgery to improve hemostasis. A reoperation was not necessary and no medication was necessary. A new generator was used but low coagulation quality persisted. The ligasure was then replaced and it started functioning properly again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo noted that it showed the generator label and the device's display box. The device was not shown. Without receiving the device, a detail investigation could not be performed for the reported complaint. It was reported that the device stopped working and there was no seal. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.